Event description:
The customer reported the device touchscreen is nonresponsive. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, no specific pt information, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be nonresponsive. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found nonresponsive. This was due to an reseated touchscreen cable. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.